Event description:
It was reported that the nail has been broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. Dimensional examination revealed no deficiency. Functional was no longer given due to breakage. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an implantation period of approximately 20 months. Lines of rest were clearly visible as indication of a fatigue breakage. The nail had been damaged intra-operatively most likely with the step-drill whilst drilling under miss-alignment. According to available information a deficiency of the nail could not be verified. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the nail has been broken.